Event description:
Consumer claims to have been pierced with the inverness ear piercing system in 1999 at a retail vendor. Medical treatment was sought a few days later for redness and pain. Symptoms worsened and approx 2 weeks later consumer was admitted into hosp for incision and drainage of the site and IV antibiotics. Was released on 10/17/99.